Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were jumpy and varied from 400 ohms to out of range and greater than 3000 ohms. In addition, sensing decreased, noise could be reproduced and loss of capture was observed. At this time, the rv lead was surgically abandoned and replaced. An x-ray was performed during the revision and no damage was seen. The ICD remains in service. No additional adverse patient effects were reported.